Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular fibrillation (vf) could not conclusively be established through this evaluation. The submitted controller event log file captured events on 27jun2023. Of note, pulsatility index (pi) events filled the majority of the log file. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 of this IFU also provides an explanation of pump parameters, including pump speed, power, flow, and pulsatility index (pi). This section notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The heartmate 3 lvas patient handbook, rev. D, is also currently available. The sleeping section of the hm3 lvas patient handbook explains that heartmate 3 patients must be attached to the mobile power unit during sleep or any time when sleep is likely. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department in abnormal rhythm of ventricular fibrillation (vf). Log files review showed numerous pulsatility index (pi) events occurring throughout the log (less than 1 hour). The log file also indicated that the patient did not connect to the wall power during this history, which suggests that the patient is sleeping on battery power. Additional information stated that the patient experienced dizziness. Cardioversion was performed for vf. The patient also had history of ventricular tachycardia (vt) pre-implant. The arrhythmia was not considered to be device related. An implantable cardioverter defibrillator (ICD) was implanted status post arrythmia.